Event description:
A malfunction on the pump was reported by the caller, and no notable events occurred prior to this issue. There was no adverse impact on the customer's blood glucose level. Technical support was contacted, and the decision was made to replace the pump. The customer planned to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted.